Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, a component disengaged into the pt's cavity and leaking occurred. The surgeon performed a re-operation and an ileostomy was performed to correct the condition. The hosp has reported the pt's condition is satisfactory.